Event description:
Midas iii hoses are splitting or coming apart at the motor. The hose was "blowing up" due to obstruction from reinforcement material, which seems to divert exhaust between outer hose and reinforcement material causing "ballooning." No more detailed information is available at this time.